Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. Use error has been identified as a contributing factor in this reported event. The manta instructions for use lists warnings that include: do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). Special patient populations are listed in the manta instructions for use and include: the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The manta instructions for use lists precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices are listed in the manta instructions for use and have been identified and include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient, who had a body mass index (bmi) of 43kg/m2, underwent a transcatheter aortic valve implantation on (B)(6) 2020. It was reported that the device operator was aware that the patient was in excess of the upper range of the bmi advised in the manta's instructions for use. The operator was reportedly "very confident with the device." A manta vascular closure device (manta) representative was not present during this procedure. The reporter stated the device operator typically reviews computed tomography (CT) and measures tissue depth on CT examination while planning the case. The operator reportedly used ultrasound for gaining femoral access. The reporter stated a 14f manta was used. The operator reportedly performed a sheathless procedure which is calculated to maintain a 16f arteriotomy. At the start of the case, the operator measured manta deployment depth at 7.5 cm + 1.0 cm. The patient developed a hematoma at the femoral access site during the procedure, therefore, the operator deployed the manta at 9.5 cm during closure. The manta did not deploy at the closure site and reportedly deployed in the tissue tract. A balloon was inflated in the iliac artery above the manta device to control bleeding at the arteriotomy site while preparing for and performing a surgical cut-down to repair the femoral arteriotomy. During the cut-down procedure, it is believed that the entire manta device was explanted and discarded. The patient was reportedly in good condition.

Manufacturer narrative:
From the complaint report, prior to manta deployment a hematoma was present at the access site prior to closure. The IFU lists in the special patient populations section, "patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation." Additionally, the operator reported the manta device did not deploy in the access site but did deploy in the tissue tract. It is speculated that the hematoma altered the puncture depth determined during the puncture location procedure. The depth location was additionally increased to +1 to account for the hematoma; however, there is no current data proving this would be effective. Additionally, the patient had a bmi of 43, which is warned against in the IFU. The risk of failing to achieve hemostasis and access site complications such as hematoma leading to surgical intervention is written in the IFU as possible adverse events. The root cause of the manta implant being deployed in the tissue tract is due to the hematoma formation compromising the accuracy of the puncture depth determined during the puncture location procedure. Risk documentation was reviewed, and a tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record was reviewed, and no non-conformities related to this event were identified. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.